Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance and elevated threshold measurements due to lead damage. The lead was explanted and replaced. No additional adverse patient effects were reported.